Event description:
It was reported that while using panel phoenix nmic/ID-307 the customer observed several misidentifications with this lot. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting several misidentifications when using nmic/ID -307, lot #2088092."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 the customer observed several misidentifications with this lot. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting several misidentifications when using nmic/ID -307, lot #2088092."

Manufacturer narrative:
H.6 investigation summary: this complaint is for various mis-identifications when using phoenix panel nmic/ID-307 (449289) batch 2088092. To investigate, the following panels were tested on a phoenix m50 instrument. One retention panel from complaint batch was tested using qc isolates of e. Coli 25922. One retention panel from complaint batch was tested using qc isolates of p. Mirabilis a29906. One retention panel from complaint batch was tested using in house isolates of c.werkmanii enf 10831. One retention panel from complaint batch was tested using in house isolates of p. Agglomerans enf 19358. One retention panel from complaint batch was tested using in house isolates of p. Agglomerans enf 8866. One retention panel from complaint batch was tested using in house isolates of a. Veronii by veronii enf 8990. One retention panel from complaint batch was tested using in house isolates of a. Veronii by veronii enf 10021. During investigation, all panels tested yielded satisfactory identification results, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a mis-identification was assessed as s4.